Event description:
It was reported that during a da vinci-assisted myomectomy, the single-site wristed needle driver moved in the opposite direction while suturing. The customer reinstalled the single-site wristed needle driver, but the issue persisted. A backup instrument of the same type was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the single-site wristed needle driver was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside high resolution stereo viewer of the surgeon side console (ssc). The surgeon attempted to move the instrument to the right, but it persistently moved to the left without shakiness, friction or external collisions. The movements of the surgeon scaled appropriately to the timing of the single-site wristed needle driver's movement. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. There was no injury to the patient as result of the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting the single-site wristed needle driver moved unintuitively, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the single-site wristed needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the single-site wristed needle driver moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated by the advanced failure analysis and the initial failure analysis were confirmed. The instrument was placed on an in-house system and confirmed to exhibit unintuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube did not follow the motion. There was no damage to the main tube or roll gear. It appeared that the roll gear and main tube were no longer welded and thus the roll gear was dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the single-site wristed needle driver instrument moved unintuitively, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion. Failure analysis investigations confirmed the customer reported complaint. The instrument moved precisely and proportionally to the master, started, and stopped with master motion, but moved in the wrong direction when placed and driven on an in-house system. The root cause could not be determined. Additional observation found the gear molded roll output dislodged from the main tube. The root cause of gear molded roll output dislodged is typically attributed to mishandling/misuse. The complaint regarding instrument moved with unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.